Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a central hernia repair procedure on (B)(6) 2009 and mesh was used. The patient felt something "pop" and developed a bulge in (B)(6) 2010. A CT scan was done in the emergency room showing the mesh tore. A follow up appointment was scheduled to determine the next plan of action.